Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2010. It was reported that the pt was unable to increase the stimulation using the pt programmer. Diagnosis revealed that the leads had invalid contacts. Reprogramming the leads with valid contacts was able to deliver satisfying pain therapy. No further info is available at this time.